Event description:
The customer alleged that his glucose readings were higher than usual when using his breeze2 meter. He also alleged that he performed a control test and received a result of 167 mg/dl. A normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer ended the call before additional info could be obtained. No product will be returned.

Manufacturer narrative:
The customer ended the call before his personal info or product info could be obtained. It's not possible to determine the MFR date without the meter serial number.